Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Data logs show no signs of motor current spikes or biomaterial ingestion. The root cause of the issue was most likely patient condition related.

Event description:
The user facility reported a 56-year male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a stroke coinciding with the impella support. The patient was said to have recovered from the stroke and neuro symptoms after roughly five days. Support continued with the implanted pump following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿